Manufacturer narrative:
.

Event description:
It was reported that during an unspecified procedure, catheter removal difficulties were experienced. The lesion was located in the external iliac. Following successful placement of the stent, resistance was encountered during removal of the delivery catheter over another manufacturers guidewire. The guidewire was "extremely sticky". The guidewire and the catheter were removed simultaneously. The procedure was successfully completed. No adverse pt effects have been reported. Pt status is reported as "okay".